Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. The fse checked all connections, cleaned the touchscreen surface and surrounding area, and calibrated he touchscreen, performed display tests and they passed. The fse then performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the touch screen of the cardiosave intra-aortic balloon pump (iabp) was not working properly prior to use on the patient. The touchscreen was intermittent in lock/unlock functioning. There was no patient involvement, thus no adverse event was reported.